Event description:
It was reported that when using the bd pyxis¿ medstation¿ 4000, the tower door was failed and unable to fix. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-apr-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that system door occasionally had resistance when opening. A field service engineer (fse) confirmed that all doors operated smoothly during testing with no resistance or clicking noises observed, however, the customer noted that door 4 had intermittently produced a clicking sound when prompted to open. To resolve the issue, the door latch was replaced, and the door become fully operational. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ 4000, the tower door was failed and unable to fix. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.